Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and that he had received a change sensor alert. The customer stated that the sensor reading was 76 mg/dl when the blood glucose was 203 mg/dl. The customer reported that in the morning, the blood glucose reading was 197 mg/dl and the sensor triggered the threshold suspend and insulin delivery stopped. He stated that he had not received any calibration alerts before the change sensor alert. The customer reported that he turned off the sensor feature on the second day and turned it back on and that the method helped in the past. Customer declined further troubleshooting for the calibration error and was unable to run a test plug procedure.